Event description:
It was reported that a patient underwent a spinal procedure at l5-s1. During surgery the cage shattered upon insertion. Fragments of the cage as well as one metallic marker remained in the patient. Surgeon stated that the "patient had exceptionally hard bone that may not have been cleared completely and may have impeded insertion".

Manufacturer narrative:
Additional information: analysis of the returned device shows that macroscopic examination confirms the implant is fractured into multiple pieces and broken. Some of the broken off pieces are missing and not returned for analysis. The extent of the damage suggests significant force was utilized during the attempted insertion. Optical examination of the fracture surfaces identified morphology consistent with brittle overload during insertion as the mechanism of failure.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.